Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs ipg, model: 3772, UDI: (B)(4), serial: (B)(6), batch: a000055965.

Event description:
It was reported the ipg was unable to communicate with the external devices. As such, surgical intervention may occur to address the issue. The investigation has not determined which ipg is being replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was explanted and replaced to address the issue. It was confirmed the ipg that was replaced was for the thoracic system. It was reported the patient was recharging the device every other day.